Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed beyond the point of no recapture, the paddle was released, and the non-coronary cusp (ncc) side dislodged. A snare was used to grasp the valve and move it into the ascending aorta. The dcs passed through the dislodged valve. A second transcatheter valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.